Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified ihas not been cleared in the us but is similar to the broviac 4.2 f single-lumen cv catheter that are cleared in the us. The pro code and 510 k number for the broviac 4.2 f single-lumen cv catheter are identified. Medical device expiry date: 05/2025.

Event description:
It was reported that during a chronic catheter placement procedure, the device was allegedly difficult to be removed as the cuff was strongly connected with the tissue of the patient. The current status of the patient is unknown.